Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-port (sp) monopolar curved scissors (mcs) instrument to perform failure analysis. The single-port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.10mm x 1.88mm in size.

Event description:
It was reported that during central processing, single-port (sp) monopolar curved scissors (mcs) tip was found broken. There was no report of patient involvement.